Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the patient¿s peritoneal infection is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 24/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain (onset did not occur during pd therapy). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The pdrn stated the patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient remains hospitalized as of (B)(6) 2024 in stable condition and is recovering from the events. Per the pdrn, the cause of the patient¿s peritonitis is unknown, however the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy while hospitalized without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 24/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain (onset did not occur during pd therapy). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The pdrn stated the patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient remains hospitalized as of (B)(6) 2024 in stable condition and is recovering from the events. Per the pdrn, the cause of the patient¿s peritonitis is unknown, however the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy while hospitalized without reported issue.